Event description:
It was reported that the arctic sun device was not warming, need also preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not warming, need also preventive maintenance. Per additional information received via follow-up on 07dec2022, the problem was detected after the treatment, no harm to the patient. Therapy was completed and no impact. Changed the device for later treatments. Per sample evaluation results received on 13feb2023, it was reported that the arctic sun device received low flow.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Device received low flow. The device underwent pm servicing while in for repair. Mixing and circulation pump, heater, and drain valves were replaced. The device underwent and passed testing after all repairs. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. A DHR is not required as complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.